Manufacturer narrative:
(B)(4).

Event description:
After the arcr procedure, it was noticed that the broken piece of needle tip left in patient. It was confirmed by x-ray after the surgery.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. There are no indications that would suggest that the device did not meet product specifications upon release into distribution. Evaluation codes updated.